Event description:
It was reported, during the endoscopic retrograde cholangiopancreatography (ercp) for a stone in the duct, the single use distal cover broke off the duodenovideoscope and fell inside the patient. The bottom portion of the cap broke causing it to fall inside the patient. After the scope was pulled out of the patient, the tech noticed the cap was not on the end and notified the doctor, who went back down the esophagus with an esophagogastroduodenoscopy (egd) to find the cap. The cap was found inside the patients stomach and a biopsy forceps was used to remove the cap. The procedure was completed and there was no noted patient harm. The device was inspected before use by two technicians and the cap was verified to be put on properly. This medwatch is related to patient identifier (B)(6).